Event description:
Fire dept personnel were treating a pt who had collapsed. CPR was initiated by bystanders. Fire dept personnel connected the pt to a semi-automatic defibrillator and delivered two shocks to the pt. Ambulance personnel arrived and connected a lifepak 11 diagnostic cardiac monitor to the pt and began monitoring in paddles mode. One countershock was delivered to the pt. The pt was moved to the ambulance for transport to the hosp and the rptr allegedly observed that the monitor had lost the paddles signal. The rptr connected the pt to the device using the pt cable and began monitoring the pt in lead ii. The pt was not resuscitated. The rptr stated that device did not cause or contribute to the pt's outcome. The statement was based on the pt's lack of viability.